Event description:
During insertion of a long tfn nail, the connecting screw broke in the proximal end of the nail. Surgeon was unable to retrieve the broken piece from the implanted nail. The broken piece of the connecting screw in the nail prevented the flexible screwdriver from passing through the helical blade and the blade could not be locked. Due to the nature of the fracture, the surgeon was not concerned that the helical blade was not locked.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.